Manufacturer narrative:
Combination product: yes. The lead was explanted on (B)(6) 2025. Additional report of pericardial effusion and pericardiocentesis received. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: noise on this rv lead with arm movement is getting more frequent. The noise is mirrored on both ra and rv egms and mechanical in nature. This is possibly lead on lead abrasion. Pacing inhibition is observed but patient states feeling light-headed at times (underlying sb in 40s). Rep states intervention is planned for 3-4 weeks. Should additional information be received, this file will be updated.

Event description:
Boston scientific provided the following information: noise on this rv lead with arm movement is getting more frequent. The noise is mirrored on both ra and rv egms and mechanical in nature. This is possibly lead on lead abrasion. Pacing inhibition is observed but patient states feeling light-headed at times (underlying sb in 40s). Rep states intervention is planned for 3-4 weeks. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.